Event description:
It was reported that the patients right hip was revised due to dislocation which was revealed to the sales rep at the time of the patients' 2nd revision on (B)(6) 2014. The sales rep asked the revision surgeon if he had any further information regarding the first revision. He stated that the revision of the primary was done out of their area and he does not have additional information. No further information will be made available to the sales rep from the hospital.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown liner . An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.